Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed alert for voltage too low for projected remaining capacity. Boston scientific technical services (ts) contacted the local boston scientific field representative and discussed the alert. Ts suggested that the device needs to be changed out immediately. The patient was scheduled for an office visit. No adverse patient effects were reported.

Event description:
Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--